Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer states insulin pump had blank display. Customer states the display was not blank less than 30 seconds and did not return. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.